Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.

Event description:
On october 19th 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.